Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 01/23/2015 with the following findings: no defect was found. Pump settings show the low cartridge warning level was set to 10u and all sound settings were set to vibrate. The black box shows a low cartridge warning on (B)(6) 2014 at 13:08 and replace cartridge alarm at 19:32; deliveries resumed at 21:48. A low cartridge warning and replace cartridge alarm were reproduced for the investigation; pump gave the appropriate alert and displayed the correct messages on the screen. Verified 10u and 0.00u remained in the cartridge with each alert. The tdd¿s add up correctly and reflect the users programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed delivery accuracy test and found to be delivering within required range. Unable to duplicate the complaint. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had received a 10u low cartridge warning, and within 2 minutes the pump displayed an empty cartridge. Patient checked the cartridge and it read 20-25 units remaining. Patient did not do a bolus prior to low cartridge warning and expressed familiarity with how the low cartridge warning works. Patient worried that it will occur again, and he will run out of insulin without sufficient warning. Patient experienced a blood glucose of 379 mg/dl with polydipsia and nausea. During troubleshooting, customer support determined the pump needed to be replaced and advised patient to discontinue pump use. This complaint is being reported because the issue was not resolved and the patient experienced hyperglycemia.